Manufacturer narrative:
Exact date unknown, event date occurred in 2016 or 2017.

Event description:
It was reported that the patient was having an allergic reaction or skin rash during charging. The patient was prescribed medication creams, but it did not help and underwent an explant procedure. Contacts were sheared off during the explant procedure. No products were returned.